Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedures a&p colporrhaphy, repair of enterocele, perineorrhaphy and bilat. Labiaplasty of labia minora due to sui, grade 2 cystocele and grade 2 rectocele, perineocele, vaginal outlet relaxation and bilat. Hypertrophy of the labia minora. It was reported that patient was planning to schedule mesh revision/removal in february of this year (2014).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent sling revision, excision of mesh (vaginal approach), and cystoscopy on (B)(6) 2014 by (B)(6) md. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia.